Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
This patient had previously been pregnant and was undergoing weekly monitoring of her b-hcg levels. The following testing history was provided for this patient: (B)(6) 2012 hcg 22 iu/l, (B)(6) 2012 hcg 5 iu/l, (B)(6) 2012 hcg <2 iu/l.

Event description:
The customer observed a falsely elevated b-hcg result while using the architect total b-hcg assay. The customer indicated an initial result of 83 iu/ml. The female patient was negative, <2 iu/ml upon retest. No additional patient information was provided. There has been no impact to patient management reported.

Manufacturer narrative:
Female, date of (B)(6) 2012 reflects additional patient information provided. Device evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 11910jn00 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect b-hcg reagent list number 07k78, lot number 11910jn00, was not identified.